Manufacturer narrative:
One unit of pronto v4.5, 6f was returned for evaluation. The device was examined, and the complaint was confirmed; the pronto was separated and damaged. The separation was 21.5cm from the distal tip. Multiple kinks were found along the shaft of the device. A tear was present in the shaft proximal to the otw lumen. The shaft was unable to be measured due to the extent of the damage present. A manufacturing record review was unable to be completed as the lot number is unknown.

Event description:
Dr. Had trouble inserting pronto into 6f guiding catheter it felt tight. Removed second time when tech tried to remove wire, it tore the pronto in half. This was outside of the patient when it happened. Completed procedure successfully without a device. No patient injury or impact reported. Current patient condition is reported as fine.